Event description:
It was reported that a user experienced episodes of low blood glucose while using the ilet and had stopped insulin temporarily due to concern about recurrent lows, after a significant weight loss and without a clear backup plan; support reviewed device use, performed a factory reset to address potential adaptation issues, updated body weight, reviewed meal announcement practices, and restarted therapy. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included resumption of ilet therapy with reinforcement of low treatment practices and guidance to seek urgent care if unable to reach the provider. Investigation included review of uploaded device data, user interview, software update, factory reset, and retraining on setup and meal workflows. Investigation of this case revealed user setup and use issues, including outdated weight entry, possible over-adaptation of mealtime dosing, and improper cartridge and connector handling, as well as intermittent cgm data gaps. It was concluded that the event was consistent with hypoglycemia of unclear cause with contributory user-use factors, and the device was functioning after reset and relearning. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.